Manufacturer narrative:
The sample was returned for evaluation. Additional code added to method section. Results and conclusion codes updated to reflect analysis findings. The returned sample was evaluated. The complaint sample was tested for a leak. The sample showed a pinhole leak in the bubble trap seam. Possible cause of leak is over pressurization of unit. The exact root cause could not be identified without information on the pressurization technique used at facility. The product IFU states the following: caution - do not exceed 300 mmhg pressure. 3m will continue to monitor.

Manufacturer narrative:
No information was provided. Initial reporter's name and e-mail address was not provided. Initial reporter's occupation was not provided. The product sample was not returned to 3m (B)(4) for evaluation. Device analysis is pending upon receipt of product. Without a sample, leakage location and root cause of reported issue was unable to be determined. 3m will continue to monitor.

Event description:
A hospital employee alleged a 3m¿ ranger ¿ high flow fluid warming set (model 24370) leaked liquid during use. Leakage location was not specified. No further device usage details were provided. No patient/staff injury was alleged.